Event description:
It was reported that the customer had change sensor alarm and discrepancy in sensor reading and blood glucose reading. Customer's blood glucose was 84 mg/dl. Troubleshooting was done. Customer stated that insulin pump saying was low blood glucose but it was not low and got threshold suspend and her blood glucose was 162 mg/dl. Advised customer calibrating with arrows and blood glucose unstable can affect sensor performance and causes sensor glucose and blood glucose discrepancy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.